Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not complete yet. A follow-up medwatch report will be submitted.

Event description:
Received information stating customer's pump unexpectedly shutdown. Reportedly, the customer's blood glucose was not impacted.